Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device has not been collecting data since implant and it was suspected to have been due to implant detect not completing. The patient has been experiencing atrial fibrillation (af) since implant. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was in atrial fibrillation (af) and this was the reason for the implant detect not completing. It was also noted that the device was not causing the patient's af.